Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and was treated with unspecified medication for the event. Pd therapy was continued during the treatment and was withdrawn at the time of this report. The cause and patient outcome were not reported. The reporter declined to provide additional information.